Event description:
Case reference number (B)(4). Is a spontaneous report sent on 31-jan-2022 by a physician concerning a (B)(6) year old female patient. No information about medical history, concomitant medication or history of allergies has been provided. The physician had previously treated the patient with unspecified filler (injection) without any problem. On (B)(6) 2022 the patient received treatment with restylane to lips and wrinkles (unknown amount, lot number, injection technique and needle type). There was nothing to report at that time. On (B)(6) 2022 the patient called hcp because she had experienced an unbearable pain/intense pain on palpation (implant site pain) that did not disappear after taking morphine [morphine] derivatives. The physician had seen patient in emergency. There was no rash but intense pain on palpation and hematoma (implant site haematoma) at lip and intense gingival pain (gingival pain). The hcp had injected 600 iu of hyalase [hyaluronidase]. The patient had covid (covid-19) at the same time of the embolization (embolism). There was also facial paralysis at the right site of the mouth(facial paralysis). On (B)(6) 2022 the pain was almost resolved. The hcp again injected hyalase. On (B)(6) 2022 there was no pain anymore and the perfusion was ok. In (B)(6) 2022 the patient was recovered from other events and outcome of covid was unknown. Outcome at the time of the report: facial paralysis at the right site of the mouth was recovered/resolved. Embolization was recovered/resolved. Unbearable pain/intense pain on palpation was recovered/resolved. Intense gingival pain was recovered/resolved. Hematoma was recovered/resolved. Covid was unknown.

Manufacturer narrative:
Company comment: the serious expected event of embolism and the non-serious expected events of pain and haematoma at implant site, facial paralysis and the non-serious unexpected event of gingival pain were considered possibly related to the treatment. Serious criteria include the need for medical intervention to prevent permanent damage. The likely root cause include intravascular filler injection leading to embolism. Potential contributory factor include injection technique. The non-serious event of covid-19 was considered unexpected and unrelated to the treatment. Alternative root cause include community acquired viral infection. The case meets the criteria for expedited reporting to the regulatory authorities. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations. Evaluation comment: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted.